Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that a leak was identified from the lower smartsite port after the set was connected to the patient. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking from an oval smartsite was confirmed. Visual inspection of the lower smartsite noted to be oval in shape. Functional and pressure confirmed leaking from the smartsite. The proximal cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The root cause was not identified.